Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot based on the available information and without the device to analyze, the reported entrapment of device associated with chordae stuck in the clip appears to be due to the user technique. The reported migration (partial clip movement) appears to be a cascading effect of the entrapment of device. The reported image resolution is due to procedural conditions. The reported medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report partial clip movement, requiring an additional mitraclip. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4 with an enlarged atrium and cleft. The first clip was implanted a2/p2 lateral. After deployment, the clip tilted, and mr increased. Another clip was implanted to stabilize the first clip and further reduce mr. Mr was reduced to grade 2-3. There was difficulty visualizing the clip due to imaging quality/equipment. The physicians suspected that the cleft and/or chordae entrapment might have caused the tilting of the first clip. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.